Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 6/5/2017 and 6/17/2017 in a follow-up call in order to ensure the customer's condition since the initial call and if the replacement products resolved the initial concern ; customer was feeling good. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 40, 42 and 50 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Daughter stated that on (B)(6) 2017 she had found the customer laying on the floor completely out of it and that she was unable to get him up. Daughter stated that he was not on the floor for long and that her son had come, got him in the sitting position, and had given him four cups of orange juice. Daughter stated the first three did not do anything but on the fourth cup the customer had responded. Daughter stated they were unable to get a blood result. Daughter stated customer started to get aggressive and restless and they had called 911. Daughter stated she could not verify if the ambulance got a blood result from him. Daughter stated they had taken him to the hospital and kept him there until his sugar went up. Daughter stated they did not give him anything because the four cups of orange juice started to work. Daughter was unable to say what his result was before he left the hospital but he left on the same day (B)(6) 2017. On the report from the hospital it did not show what his result was before he left. All this took place around 5:00pm. Discharge report from the hospital said diagnosis was hypoglycemia and that he has to follow up with his doctor. In the meter's memory on (B)(6) 0217, the results were 76 mg/dl at 11:00 am and 106 mg/dl at 1:41 pm (time on the meter is incorrect). During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is month of (B)(6) 2017. The meter memory was reviewed for previous test result history (time not set): the 40mg/dl (B)(6) 2017 08:56 pm fasting:yes, the 42mg/dl (B)(6) 2017 08:43 pm fasting:yes, the 50mg/dl (B)(6) 2017 01:45 pm fasting:yes, the 55mg/dl (B)(6) 2017 01:13 pm fasting:yes, the 58mg/dl (B)(6) 2017 05:50 pm fasting:yes. Memory concerns:customer is concerned with the 5 results provided in the meter's memory.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call and if the replacement products resolved the initial concern ; customer was feeling good. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product. Correction: device was returned for evaluation on 6/13/2017. Device was evaluated by manufacturer.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 40, 42 and 50 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Daughter stated that on (B)(6) 2017 she had found the customer laying on the floor completely out of it and that she was unable to get him up. Daughter stated that he was not on the floor for long and that her son had come, got him in the sitting position, and had given him four cups of orange juice. Daughter stated the first three did not do anything but on the fourth cup the customer had responded. Daughter stated they were unable to get a blood result. Daughter stated customer started to get aggressive and restless and they had called 911. Daughter stated she could not verify if the ambulance got a blood result from him. Daughter stated they had taken him to the hospital and kept him there until his sugar went up. Daughter stated they did not give him anything because the four cups of orange juice started to work. Daughter was unable to say what his result was before he left the hospital but he left on the same day (B)(6) 2017. On the report from the hospital it did not show what his result was before he left. All this took place around 5:00 pm. Discharge report from the hospital said diagnosis was hypoglycemia and that he has to follow up with his doctor. In the meter's memory on (B)(6) 2017, the results were 76 mg/dl at 11:00 am and 106 mg/dl at 1: 41 pm (time on the meter is incorrect). During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is month of (B)(6) 2017. The meter memory was reviewed for previous test result history (time not set): (B)(6). Memory concerns:customer is concerned with the 5 results provided in the meter's memory.